Event description:
It was reported that stent fracture occurred. A 12 x 4.50 rebel bms stent was selected for use. However, during preparation, it was noticed that the 1/3 of the tip of the proximal stent itself was fractured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
B5 describe event or problem updated. H6 device codes corrected from fracture 1260 to material deformation 2976.

Event description:
It was reported that stent fracture occurred. A 12 x 4.50 rebel bms stent was selected for use. However, during preparation, it was noticed that the 1/3 of the tip of the proximal stent itself was fractured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the stent struts were only damaged.